Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, with at least three occurrences of the same issue on this pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, sending a replacement with updated software. They provided instructions on how to handle the transition, including putting the old pump into storage mode before returning it. Customer acknowledged the guidance and confirmed understanding of the steps for using the replacement pump.